Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: data use agreement: retrospective analysis of sternum osteosynthesis using polydioxanone cords in pediatric cardiac surgery: a safety and effectivity assessment. The cohort consisted of 45 males and 55 females, median age at surgery was 6.2 years (interquartile range, 4.8¿9.1 years). 26 of the surgical procedures were redo-surgeries, typically conduit exchanges, total cavopulmonary connection or recurrent surgery after primary valve repair. The primary surgeries were predominantly atrial septal defect closures or partial anomalous pulmonary vein return corrections. 9.1. Outcome of intervention sternal stabilization was primarily possible and effective in all analyzed patients. 9.2. Safety outcomes all patients survived and were latest followed up after a median of 4.7 years. During this period, one patient (1/100; 1%) developed a sternal wound infection caused by staphylococcus aureus requiring surgical debridement and antibiotic treatment. No recurrences occurred during follow-up. Importantly, there were no documented complications associated with pds cords: no cases of cord breakage, granuloma formation, or migration were observed.